Event description:
Esp personnel instructed the customer to obtain a second pump, however the replacement units touchscreen was nonfunctional even after power cycling. The customer was then advised to obtain a third pump. With esp guidance the patient was successfully transitioned to the third console which operated normally. The customer was informed that the first two pumps required service and should be sent to biomed. Product surveillance information could not be collected for the second pump because it had already been removed from service. No harm or injury to the patient was reported.

Manufacturer narrative:
Esp personnel instructed the customer to obtain a second pump, however the replacement units touchscreen was nonfunctional even after power cycling. The customer was then advised to obtain a third pump. With esp guidance the patient was successfully transitioned to the third console which operated normally. The customer was informed that the first two pumps required service and should be sent to biomed. Product surveillance information could not be collected for the second pump because it had already been removed from service.